Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose levels are unknown, as specific values and timing were not available, while the patient was reportedly wearing the pod. No symptoms were reported. It was reported the patient's sensor values didn¿t show on the pod. It was found out that the sensor hadn¿t been connected to the pod controller correctly, and that is fixed now. The details regarding treatment provided were not available. The patient was released the following day on (B)(6) 2026. No further information was provided.